Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6) 2017 due to high blood glucose. The customer's blood glucose level at the time of admission was around 450 mg/dl. The customer had been nauseous prior to the day of the hospitalization. The customer was wearing the insulin pump at the time of the hospitalization. The customer was currently being treated for their high blood glucose. The device will not return for analysis.